Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report reference number: 3006705815-2020-30661, 1627487-2020-23819. It was reported that the patient was unable to set their system to MRI mode. It was shown that one lead had high impedance. An x-ray was also taken and there were no visible breaks or migration. As a result, the patient underwent surgical intervention in which the leads and ipg were explanted.